Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, the stapler was able to fire but there was incomplete staple line on distal part during transection of pulmonary vessels. Another reload was used to fixed the staple line. There was no patient injury.